Manufacturer narrative:
Device evaluation is not necessary as the root cause is related to the procedure an not the device.

Event description:
It was reported on that a patient had a generator explant due to infection at the lead and generator site. Device history records were reviewed for the lead and generator and both devices were sterilized prior to distribution. No additional information has been received to date.